Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. One pass was made with the subject device, but the thrombus was not retrieved. A retriever from another company was used to remove the thrombus. Post procedure, the patient was found to have reduced levels of consciousness and complete left side hemiplegia. Internal bleeding was confirmed at the sylvian sulcus surrounding the brainstem and right occipital lobe. One day post procedure a right cerebral hemisphere swelling was confirmed. Eight days post procedure the patient passed away and the cause of death is unknown. No other information was provided.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not returned to manufacturer.

Event description:
The patient presented with a thromboembolism in the right middle cerebral artery. One pass was made with the subject device, but the thrombus was not retrieved. A retriever from another company was used to remove the thrombus. Post procedure, the patient was found to have reduced levels of consciousness and complete left side hemiplegia. Internal bleeding was confirmed at the sylvian sulcus surrounding the brainstem and right occipital lobe. One day post procedure a right cerebral hemisphere swelling was confirmed. Eight days post procedure the patient passed away and the cause of death is unknown. No other information was provided.

Manufacturer narrative:
Device not returned to manufacturer.